Event description:
Patient reports she "went to put 2nd syringe (40 ml) in pump, wound it back and then it went forward and pushed the whole thing up and out and can't wind it back at all. No adverse events reported. Serial number is unknown. Reported (B)(6) by: patient/caregiver.